Manufacturer narrative:
Product evaluation: service and repair confirmed the report of broken mute port: the unit won't work properly due to broken component on audio board, which houses the mute port. The board was replaced and the software was upgraded to current specifications. The item was placed into burn in for 24 hours and successfully tested to specifications.

Event description:
It was reported that the device had a "broken mute port and the screen was not displaying nerve stimulation". It was confirmed that after the procedure they tested with a patient simulator; "there was a flat line, or a baseline showing on the screen, but in touching the inputs on the simulator box there was no waveform or sound produced." There was no patient impact or injury. It was also stated that since the device has been returned it is functioning as expected; no further issues.